Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that there was a saturation fault error. This may prevent the system from booting up, which would result in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death.